Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was placed in the patient's left chest-back. In the middle of the procedure, they heard air being sucked in. They were able to finish the procedure and then performed an x-ray on the patient. The patient suffered a pneumothorax. The patient is currently stable and being monitored. No intervention was required. There was no delay in treatment, no patient death and no patient complications reported.